Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "pt had a cemented size 3 definition hip stem, 54 mm vitalock cup 0 degree liner with 28 mm head implanted about 12 years ago. There was significant osteolysis around femoral component proximally and the stem had migrated to a varus position. The stem was extracted from the canal with little to no force before the eto. The stem had no residual bone cement attached to stem. There was a complete debonding between stem and bone cement. The poly insert showed very little wear. The osteolock cup was in good alignment and well fixed, it did not need to be replaced."